Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) lead exhibited high and rising thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.